Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reportedly experienced elevated blood glucose levels of 490 mg/dl; was admitted to hospital. No treatment has been provided yet. Requested return of the alleged device for evaluation and replacement was sent.